Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 120 mg/dl and rose up to 495- 500 mg/dl. It was reported that the numbers were rising in the night. The insulin pump will be returned for analysis.